Event description:
Imp ref # (B)(4).

Manufacturer narrative:
Batch review performed on 18 march 2015: lot 130774: 39 bipolar heads manufactured and released on 29 may 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, all the items of the lot have been sold without any similar issue. On 16 march 2015 we were informed that no item will be received back.